Event description:
The customer reported receiving error alarms and long beeps. The customer stated that he was experiencing high blood glucose due to the cannula being turned inside his body, as he has worn the infusion set too long. The customer mentioned that he has been loosing insulin overnight since the infusion set and site were changed. The blood glucose reading at time of call was 556 mg/dl. The customer stated that his glucose level had dropped and had been under control. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.